Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg was not working and was having difficulty communicating with clinician programer (cp) and remote control (rc). The patient underwent an ipg replacement and was doing well postoperatively.

Event description:
A report was received that the patients ipg was not working and was having difficulty communicating with clinician programer (cp) and remote control (rc). The patient underwent an ipg replacement and was doing well postoperatively.